Manufacturer narrative:
Update to d4: UDI information added. Investigation conclusion: retain devices were tested with hcg-negative clinical urine samples. Results were read at 3 and 4 minutes, and all devices yielded the expected negative results. No false positive results were observed. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Urinalysis of the urine sample found multiple abnormalities: nitrite, a small amount of bilirubin, and a large amount of blood were present in the sample. Furthermore, quantitative hcg analysis of the sample resulted in a concentration of 240.3 miu/ml. This is above the threshold of 20 miu/ml for this device and sample type, and consistent with the positive results observed by the customer and during in-house testing. The product performed as expected.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the emergency department for right sided flank pain. The patient was tested on the cardinal health rapid test hcg cassette and received a positive result. The end user decided to vortex the cloudy specimen and retest the same urine on the cardinal health rapid test hcg cassette, which resulted in a positive result. A lab beta serum quant was performed on the same day and produced a result of < 2.0 miu/ml. Then on (B)(6) 2019, the patient returned to the facility per the doctor's request and was retested on a different lot of cardinal health rapid test hcg cassette. A negative result was obtained. Troubleshooting was conducted with the customer. The customer was advised on possible causes such as technique, storage, handling, and specimen factors per the package insert.